Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative stated this was an isolated incident of generator overload. The representative tested the system 9 times and could not reproduce. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, when the site took their first spin, the mobile viewing station (mvs) displayed an error that said "generator overload error has occurred. Early termination of 3d scan has occurred. Images may have been compromised and inadequate for navigation. Please ensure that the image acquisition switch is pressed throughout acquisition". The site took a second imaging spin and it was successful. The remote desktop was accessed and stated that the generator was in ready status. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.